Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic laparotomy procedure plus intestinal reconnection, the surgeon was able to pressed the green button and able to squeezed the handle but the stapler did not fire. To resolve the issue another stapler was provided and used. There was no patient injury.